Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient could not recall when the issue first began. On an unspecified date/time the patient tested on the subject meter and observed a value of ¿300 mg/dl¿ which he felt was high as compared to his usual readings/feelings. The patient reported that he manages his diabetes with an unknown dose of lantus insulin, it is not known if other insulin¿s are also used in addition to the lantus. It is not known what range the patient considers to be normal. On an unknown date/time the patient claimed he developed symptoms of ¿sweating and dizziness.¿ on (B)(6) 2013 at an unknown time he reported going emergency room (ER). The patient stated a blood glucose test was performed using an ER meter but he could not recall the result obtained. He reported that he was treated that same day with IV glucose by the ER doctor at an unspecified time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required intervention by a healthcare professional after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.